Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming functional testing. The cause for the test failure was isolated to a shorted tva3 tvs array on the auxiliary pca board. The root cause for the shorted tva3 component could not be positively identified. No adverse event resulted from the shorted tva3 component. The patient received a replacement monitor.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming functional testing. The last patient to use this monitor did not report any deficiencies.